Event description:
The user facility reported that during use of this shaver blade in a knee arthroscopy procedure, metal shavings were observed in the joint. The surgeon flushed the knee to remove the metal shaving; however, it is unk if all metal shavings were retrieved. There was no report of pt injury with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device for eval. An investigation found minimal galling on the inner and outer tubes of the returned device. At this time, the root cause of this failure was unable to be determined. Conmed linvatec will continue to monitor this device for failures.